Event description:
The following information was previously reported in MFR report # 3004209178-2012-11783, and any additional information received will continue to be reported in this MFR report: ¿it was reported that the patient had dementia and had strokes in 2010.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0519702v, implanted: (B)(6) 2005, product type lead; product ID 3389-40, lot# j0220169v, implanted: (B)(6) 2002, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).